Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240( air in set) while on home choice (hc) device during dwell. The home patient (hp) stated that he had two bags connected, the unused line clamps were closed. There was air in the drain line. The hp was not disconnected and neither was the bag disconnected. The hp saw a leak in heater bag. The hp was not sure the source of the leak. The hp cycled power and hc alarmed with se2367. The hp will complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.